Event description:
Reported event: the stapler stopped firing during deployment and there were still a number of staples in the product yet to be deployed.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.